Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr pacemaker, implanted: (B)(6) 2006; 5534-53 non-defib lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that there was high/unstable thresholds and intermittent capture at 6v at 1.5ms. It was also noted that impedance trend shows impedance greater than 2000 ohms since (B)(6) 2012. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.